Manufacturer narrative:
Article citation: elghobashy, m., shaaban, a., & vydianath, b. (N.d.). Anaplastic large cell lymphoma presenting as extra mammary disease in two patients with long-term breast implants [abstract]. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Journal article 'anaplastic large cell lymphoma presenting as extra mammary disease in two patients with long-term breast implants' by elghobashy, m.; shaaban, a. M.; vydianath, b. The article discusses a patient who had a breast augmentation with implants 20 years prior to the event. This record represents patient 2. There was no imaging evidence of capsular rupture. A group of right axillary lymph nodes were abnormal. The diagnosis of alk negative alcl was made upon excision of a right axillary lymph node. The large atypical cells were positive for cd30, mum1, ema, cd4 and bcl2. Histologically, the breast capsules showed no evidence of alcl. The patient received 6 cycles of chop chemotherapy and there is no evidence of disease progression after 11 months of completion. The manufacturer of the device is unknown.